Manufacturer narrative:
Eval summary: products were not returned for review. X-rays, pt's past medical history, and pt's activity level were not provided. Surgical note has been provided and does no indicate any complication. No cause analysis can be performed with the available info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised for pain.